Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 2, row b was reported as failed off the bus. A field service engineer (fse) confirmed that system reboot temporarily restored the row; however, further inspection was performed to ensure reliability. The unit was disassembled, and all cable connections were verified, along with inspection for debris in row board pocket headers. During inspection, a weak retractor band connection was identified on the drawer controller board, and the board was found to be an older variant. Due to poor connection fitment, the drawer controller board was replaced, resolving the issue. Additionally, wrapped pill capsules were discovered beneath pocket overhangs and were handed over to staff. Post repair, drawer 6 2 was validated, confirming all pockets open and close properly with no failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 was not detected on the bus. The customer tried to reboot, but the problem was not resolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.